Event description:
The customer reported that device is not alarming. Is unknown if the device was used or not for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.